Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that several noise reversion episodes were recorded and some high ventricular rate episodes were caused by noise over-sensing on the right ventricular lead. Programming changes were made. The patient was in stable condition.